Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/26/2023 additional information: h4, h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following additional information was received: as a follow up on this complaint, I will be meeting with the client next week to ask what was the situation for them to fill up a quality report, and also ask for the suture. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a c-section procedure on an unknown date, and suture was used. The suture breaks easily during repair, surgery, cesarean section. The impact of the product was risk of wound dehiscence in post-op and, complication during repair. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.